Event description:
A malfunction alarm was reported with a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue appears again.